Event description:
The pt was revised again in 2007, to address recurrent pain and dislocation with wear of the acetabular liner. Evidence of instability and metallosis was discovered intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.